Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported there were no MRI or emi sources that could have caused the motor stall. The pump was explanted on (B)(6) and was successful. The patient was doing "fine" and receiving effective therapy with their new pump.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a gear train anomaly due to corrosion and/or wear and/or lubrication. Analysis also found the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a motor stall and resulted in a device replacement. The patient was noted to be "alive - no injury" at the time of report. No outcome or medication information was reported. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).